Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 25mm amplatzer amulet was successfully implanted. On (B)(6) 2025, the device was noted to have embolized into the left ventricle. The device was recaptured and replaced with a non-abbott device to resolve the event.

Event description:
It was reported that on (B)(6) 2025, a 25mm amplatzer amulet was selected for implant. The landing zone measurements were approximately 19mm. The device was able to be successfully implanted, without issue, satisfying the close criteria and a tension test. On (B)(6) 2025, the device was noted to have embolized into the left ventricle causing one of the mitral valve leaflets to stop functioning. Percutaneous retrieval was performed to remove the device and with a non-abbott device was implanted to resolve the event. The physician believes that the cause was likely due to unstable anchoring of the stabilizing wires on the laa wall. The patient was noted to be in good health.

Manufacturer narrative:
An event of migration or expulsion of device (device embolization) was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the reported device embolization was likely due to unstable anchoring of the stabilizing wires on the laa wall. The patient effects of the reported obstruction/occlusion appears to be related to the reported device embolization. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with regards to manufacture, design, or labeling.